Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse ran the unit and no problem found. Kept the unit running on demo balloon for 4-5 days for observation. No problem found after and during running the pump for 4 days. Machine working okay and returned for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, cs300 intra-aortic balloon pump (iabp) shows electrical test fail # 58. There was no patient involvement.